Event description:
Asr revision;left asr xl acetabular system;reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, left asr xl acetabular system, reason for revision: alval/soft tissue reaction. Update : products (stem & sleeve) added as per update email (B)(6) 2012. Update received: (B)(6) 2014 - cross referenced, removed cup lot number (see additional information for explanation) and added further reason(s) for revision: pain and component malalignment bi-lateral patient - please see com (B)(4) for right side revision. Update received: (B)(6) 2014 - confirmed patient left and right sides were implanted bi-laterally on (B)(6) 2007 and added cup lot number, manufacturing date and manufacturing location - please note product stickers confirm both left and right hips have same lot number and product codes for cups. Update - marked as legal, added kid number, added additional surgeon, added common name for cup, added expiry dates for all prods. Taken from (B)(6) email dated (B)(6) 2014. (B)(6). Surgeon's name: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Left asr xl acetabular system. Reason for revision: alval/soft tissue reaction. Update : products (stem and sleeve) added as per update email 26 nov 2012. Update received: 23rd may 2014 - cross referenced, removed cup lot number (see additional information for explanation) and added further reason(s) for revision: pain and component malalignment. Bi-lateral patient - please see (B)(4) for right side revision. Update received: 23rd june 2014 - confirmed patient left and right sides were implanted bi-laterally on (B)(6) 2007 and added cup lot number, manufacturing date and manufacturing location - please note product stickers confirm both left and right hips have same lot number and product codes for cups.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.